Event description:
Study data reported that complications occurred with the use of jetstream that lead to amputation, blood transfusion and death. The jet-forward retrospective multicenter observational study at 8 sites in japan was presented at linc in germany on may 2024. With the development of endovascular therapy, various techniques have been available to treat more complex lesions; however, calcified lesions lead to incomplete expansion and higher restenosis rate. The study enrolled 121 heavily calcified femoropopliteal lesions and treated with jetstream (including some additional drug-coated balloons and stents). The six months follow-up rate of primary patency was 94.2 percent, limb salvage was 99.2 percent and amputation free survival rate was 91.7 percent. Patient complications included dissection (35 grade a, 20 grade b, 3 grade c, 1 grade d), one perforation, 47 distal embolization or slow flow, and a few occlusion/restenosis and puncture site complications. The distal embolization was recognized in 34.7 percent of the study patients, but 30.6 percent were recoverable by additional treatment. The patient complications lead to outcomes including one amputation, three blood transfusions, and eight deaths. The predictors of distal embolization were nodular calcification, debulking length greater than 5cm, below the knee runoff less than 1, and sad grade 2.